Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported they read on the FDA¿s website that a patient died after the lead cap broke. The consumer had no further information about the patient that died or when this happened. No further complications were reported.